Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the buffer syringe per cts's recommendation. Beckman coulter internal identifier is (B)(4). For erroneous results generated on (B)(6) 2022. Refer to beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous high patient results for sodium (na) over two (2) days. The erroneous patient results were reported outside the laboratory and the patient report amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for one (1) patient sample.